Manufacturer narrative:
(B)(4). This customer reported electrical interference while monitoring a pt while a pacemaker programmer was in use. There was no report of negative pt impact. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported electrical interference while monitoring a pt, while a pacemaker programmer was in use. There was no report of negative pt impact.